Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver shutdown unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and it failed with a damaged usb connector and an unreadable serial number label. The receiver failed to charge and reboot due to the damaged usb connector. The battery was replaced with a known good battery and the receiver turned on but the log data was still unable to be retrieved. Functional testing and receiver log download were unable to be performed due to the damaged usb connector. The receiver case was opened, the internal inspection passed. Confirmation of the reported event of unexpected receiver shutdown could not be determined. The root cause could not be determined.